Manufacturer narrative:
The results of the investigation are inconclusive as the device was not received for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Additional information received indicates the patient had an unrelated surgery where the ipg was not placed into surgery mode. Surgical intervention took place wherein the ipg was explanted and replaced. Therapy was restored.

Event description:
It was reported the patient's ipg has reached its end of service. Surgical intervention may take place at a later date.

Manufacturer narrative:
Date of event is estimated.